Manufacturer narrative:
Patient identifier of ¿none¿ was initially reported, however, updated information was received which indicated a patient was involved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The zipfix handle was not working during an unknown surgery on (B)(6) 2016. There was a backup readily available. No delay in surgery was reported.

Manufacturer narrative:
It was identified that this complaint is a duplicate of another complaint (B)(4). All information has been captured and documented in (B)(4) and medwatch MFR number 1719045-2016-10228. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No reported patient or surgical involvement. Event date: unknown. Implant and explant dates: device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4) - manufacturing date: november 27, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a synthes zip fix handle is not working properly. No additional information was provided. This report is 1 of 1 for (B)(4).